Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred when the customer was requesting a bolus. The customers blood glucose level was 377 mg/dl. The customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.